Manufacturer narrative:
The device was received for evaluation. During functional testing, keypad test fail; buttons mapped incorrectly was reproduced. Evaluation powered on the device and performed a keypad test, when play/run key is pressed it clears programmed infusion data. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be play/run key is not functioning properly. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed keypad test 'buttons mapped incorrectly' during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.